Manufacturer narrative:
Date of event: unspecified date in (B)(6) 2016. (B)(6). The device was manufactured may 24, 2016 - may 26, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked during storage. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.